Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a variceal banding procedure performed on (B)(6) 2023. The technician set up and placed the device onto the scope where no difficulty was experienced upon setting up the device. During the procedure, when the physician attempted to deploy the bands, it would not deploy. They attempted to deploy it two to three times; however, the bands would not deploy. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle assembly and ligator head) was analyzed, and a visual evaluation noted that the ligator head had all bands attached, some of them were moved from their position and overlapped. The ligator head was attached to the trip wire, and the handle had marks of the trip wire being secured. The returned irrigation tube was in good condition. The ligator head was observed under magnification, and the ligator head teeth were bent/damaged, and the suture hole was torn. A functional evaluation was. It could be rotated without any problems. The click was audible, and indents felt each 180-degree rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that some of the bands in the ligator head were moved and overlapped, the ligator head teeth were bent, and the suture hole was torn. This suggests that the device was unable to deploy the bands. It is possible that due to procedural factors as lesion characteristics, handling of the device, the technique used by the physician (force applied), could have resulted in the damages encountered in the device, consequently, causing the inability of the device to deploy the bands during the procedure. Therefore, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a variceal banding procedure performed on (B)(6) 2023. The technician set up and placed the device onto the scope where no difficulty was experienced upon setting up the device. During the procedure, when the physician attempted to deploy the bands, it would not deploy. They attempted to deploy it two to three times; however, the bands would not deploy. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event.